Event description:
It was reported that the patient presented with intermittent capture and unspecified over-sensing exhibited on the right ventricular lead. Programming changes were made. There were no patient consequences.